Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer¿s blood glucose (bg) level was not impacted. System check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is worn against the customer's skin. The customer changed all of their pump supplies and resumed insulin delivery. The customer stated that they pre-fill their cartridges. Tandem technical support advised the customer against this practice in order to stay within humalog's 48 hour labeling.